Event description:
It was reported that the ilet user experienced hyperglycemia about two hours after treating a prior hypoglycemic event, with a documented peak of 253 mg/dl following ingestion of two granola bars and juice, and the device subsequently reduced glucose back into range within about an hour without alerts or alarms. Symptoms included hyperglycemia following an earlier low. Outcomes included transient high glucose that resolved with device-directed therapy and user education on avoiding overtreatment of lows. Investigation included case review and user troubleshooting with education regarding hypoglycemia treatment to prevent rebound hyperglycemia. Investigation of this case revealed user-related overtreatment of hypoglycemia as the precipitating factor for the transient hyperglycemia, with the ilet device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user technique contributing to hyperglycemia rather than a device malfunction.

Manufacturer narrative:
Initial.